Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide device was used in a femoral vein. Per the instructions for use (IFU) under device description: the device is designed to deliver monofilament polypropylene suture to close femoral artery puncture sites. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right femoral vein was attempted with a proglide device, via a 7f sheath using a pre-close technique, prior to a mitraclip procedure. Reportedly, the lever was closed but the foot did not retract. The proglide device was broken between the distal and proximal guide. A cutdown was performed to remove the device and repair the vein and found no calcification visible. A venograph was performed to assess the size of the femoral vein and the mitraclip procedure was not performed because the veins were too small. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported guide break and foot retraction problem were confirmed. The reported guide break, foot retraction problem tissue damage and subsequent treatment appears to be related to procedure circumstance. Additionally, device analysis revealed a cuff tab was separated and not returned in the anterior cuff. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.